Event description:
The device was returned to the manufacturer following a patient death with no allegations against the pump system. The device underwent routine analysis.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the pump revealed motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaft-bea ring. The internal pump logs indicated the pump was being used to infuse morphine and bupivacaine.